Event description:
This patient was enrolled on the (B)(4) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) male who presented with a unruptured aneurysm on the anterior communicating artery. The aneurysm was coiled on (B)(6) 2012. The pt was doing well at their (B)(6) day visit. The patient then moved to (B)(6) with his daughter. The site called several phone numbers to reach the patient for a follow up visit and spoke to a friend who reported the pt died last year due to an aorta rupture. The friend did not have any further info. The site has been unsuccessful contacting the family. However, the site was able to receive medical records from the hospital in which the patient expired. The patient with a history of aaa surgical repair had a cardiac arrest with pulse less electrical activity. He had collapsed on the floor and expired a short time later despite restorative efforts.